Manufacturer narrative:
The manufacturer received information that the device was explanted due to endocarditis. Based on clinical experience, due to the late onset of endocarditis (after 5 years) in this event, the event is unlikely to be device-related. Furthermore, upon contacting the explanting physician, no perceived device problem was reported. Based on the available information, this event is deemed to be not device-related and no further investigation is warranted at this time.

Manufacturer narrative:
The event is being reported in a conservative manner. As limited information was available, no adverse event has been identified. Additional information has been requested.

Event description:
A carboseal valsalva ascending aortic prosthesis size 27 that was implanted on (B)(6) 2011 was explanted on (B)(6) 2016. Another carboseal valsalva ascending aortic prosthesis size 27 was implanted on the same day. No additional information has been provided.

Manufacturer narrative:
Updated data for follow up report: device not returned to manufacturer.